Event description:
It was reported that the patient was admitted in (B)(6) 2022 due to a major bleeding in the upper gastrointestinal tract and was discharged on (B)(6) 2022. On the date of admission, the patient was transfused with 4 units or more but less than 8 units of red blood cell concentrate per 24 hours. Upper gastrointestinal endoscopy was also performed. The patient was on anticoagulant drug warfarin at the time of the event. The cause and source of the bleeding were unknown. Hence, it was unclear if the event and the device were related.

Manufacturer narrative:
E1: reporter email not available. Related MFR numbers: #2916596-2023-06646, #2916596-2023-06619, #2916596-2022-13182, #2916596-2021-06147, #2916596-2021-06131. Manufacturer's investigation conclusion: the pump was transplanted on (B)(6) 2023. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.